Event description:
It was reported that at 1706 on (B)(6) 2023, the pump module did not alarm with air bubbles in the tubing at the end of the infusion. Bag was empty and sets were not retained. The main infusion was magnesium sulfate in water 2g/ 50ml at a rate of 150 ml/hr with a volume to be infused of 50 ml. Another infusion of calcium gluconate was running as well as potassium. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at 1706 on (B)(6) 2023, the pump module did not alarm with air bubbles in the tubing at the end of the infusion. Bag was empty and sets were not retained. The main infusion was magnesium sulfate in water 2g/ 50ml at a rate of 150 ml/hr with a volume to be infused of 50 ml. Another infusion of calcium gluconate was running as well as potassium. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.